Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent fracture occurred. The target lesion was located in the circumflex artery. After a non-bsc guide wire was placed, a 3.50 x 24 mm synergy ii stent was advanced and deployed to treat the lesion. Following deployment, it was noticed that the proximal and distal parts of the stent were fractured. Post-dilatation was then performed to fix and align the stent edges and the procedure was completed. No further patient complications were reported and the patient was fine.